Event description:
A surgeon performed a bicompartmental partial knee arthroplasty using mako's tactile guidance system v. 2.0 (rio) and restoris mck implant system on (B)(6) 2011. After the surgeon successfully completed the implant planning and bone preparation steps using the rio, the makoplasty specialist (mps) inadvertently grabbed a size 4 left instead of the required size 4 right mck patellofemoral component. This was not caught during the operating room's standard verification step used to confirm that the correct implant has been selected. The incorrect implant was opened, cemented in place without incident, and the surgery was concluded.

Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical with regards to this issue. The results of this investigation conclude that the root cause of this issue is due to two main factors. The mps selected the incorrect implant to be used during the surgical procedure. In addition, the standard verification process used by the hospital's operating room staff as confirmation prior to implant use did not identify the incorrect implant selection. A review of the packaging and labeling associated with the implant was also completed as part of the investigation. It was concluded that the implant package is adequate and provides clear labeling of implant type, size and hand in two locations (on both outer and inner packaging). Also, the surgeon stated after the procedure that the implant was placed easily and the patella tracked adequately during range of motion. Post-operative x-rays were also reviewed and showed properly placed implants.